Manufacturer narrative:
1/11/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - there were 4 metal ear syringes returned used with no unusual markings. Upon further investigation, it is noticed that all four of the syringes perform within specification. All were assembled and tested with water. There was no leakage of water and all parts stayed together. We are unable to identify the lot numbers on these instruments therefore we are also unable to determine the supplier/manufacture in order to have the instruments evaluated by them. The complaint report is unconfirmed; unable to duplicate reported incident. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable corrective action preventive action history: health hazard evaluation history: none. Conclusion: there has been no manufacturing deficiency identified.

Event description:
The nurse practitioner started the ear irrigation process and then heard a ¿popping¿ noise and the syringe moved in the patient¿s ear canal. The np noticed a laceration in the right ear canal after this event. The np applied antibiotic ointment to the laceration and gave a prescription for antibiotic ear drops.